Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: the complaint states: ¿dos: (B)(6) 2021. No patient impact. When tech opened cement powder pouch into bowl, she observed a hair in the bowl. She stated she saw it fall out of pouch. Bowl and cement was then discarded. New mixing bowl and cement had to be opened. Customer requesting credit for cement (surgery center purchased the cement direct) and bowl (consignment consumption)¿. As stated in the complaint description, the cement and bowl were discarded and are not available for investigation. The cement checklist completed by the hospital did not provide any information relevant to this investigation (see attachment ¿pc-(B)(4) cement checklist.pdf¿). The complaint description cannot be confirmed. All operators are trained to scp-pr09 rev 34 which lists the hygiene behaviours expected in each of the manufacturing areas and includes instructions for the usage of appropriate ppe. Section 8 is specific to final pack and instructs operators to keep long hair tied back, and to wear the correct ppe at all times. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot : device history reviewed: 9524034. 0 non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released. Lot expiry date: 31 may 2023.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When tech opened cement powder pouch into bowl, she observed a hair in the bowl. She stated she saw it fall out of pouch. Bowl and cement was then discarded. New mixing bowl and cement had to be open. No patient impact. Dos: (B)(6) 2021.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.